Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision at distance and near. The iol was exchanged with an alternate iol in a secondary procedure. The patient was unhappy with results at post-op. The surgeon does not believe the issue was due to lens. No further information is expected